Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the information received, a catheter was placed in a child. Hcp unable to remove catheter as it was stuck at the meatus. Attemp to drill the balloon. Presence of a bead on the catheter by folding of the balloon without residual liquid. The withdrawal of the catheter involved administration of meopa and urethral xylocaine one of 2 complaints - 9610711-2015-00011. (B)(4).